Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was unable to communicate with their radio frequency merlin at home transmitter. The patient was brought into clinic and the device was unable to be interrogated via radio frequency telemetry. A firmware update was performed and the patient's device was able to be interrogated afterwards. The patient was doing well throughout.